Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "capsular contracture baker grade I". This record is for the left side. Device has been explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade I.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "capsular contracture baker grade I". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.